Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with right inguinal hernia and inguinodynia thereby underwent open repair with the implant of perfix plug onlay patch (device #1). Per operative notes, "a long large tubular portion of lipoma of a cord trapped in tissue was dissected. The scars were lysed. The perfix plug onlay patch was only used and secured apically to the lacunar ligament and sutured." (Note: the plug portion of perfix plug was not implanted during the procedure). (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent open repair with the explant of perfix plug onlay patch (device #1) and implant of 3dmax light mesh (device #2). Per operative notes, "the external oblique fascia was adherent to the previously placed mesh and was dissected off. The mesh was dissected from the inguinal floor. The small fat containing hernia was closed with suture and the inguinal floor was repaired. A 3dmax light mesh (device #2) was placed in the inguinal floor and tacked." (B)(6) 2016 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent robotic assisted laparoscopic hernia repair with implant of two bard flat mesh (device #3 & #4). Per operative notes, "a small recurrent right direct hernia was noted. Similar findings noted on left side. Two bard flat mesh (device #3 & #4) was split, trimmed at corners and sutured." (Note: there was no mention/visualization of the previously placed 3dmax light mesh (device #2) during this procedure). Attorney alleged that the patient had nerve damage, pain, hernia recurrence, loss of testicles, mesh excision surgery and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 8 months post implant of 3dmax light, patient was diagnosed with hernia recurrence thereby underwent revision surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This emdr represents the 3dmax light (device #2). An additional supplemental emdr was submitted to represent the perfix plug (onlay patch - device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.